Event description:
The patient had a power port that was accessed in the ed prior to the CT scan. The radiology nurse flushed the port and had noted blood return prior to hooking up the power injector to inject the contrast. During the injection, the cap came off the port and resulted in the contrast not getting delivered into the patient. The patient was injected by hand with the contrast and scanned.